Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Body of screw remains implanted, disposition of head unknown.

Event description:
The customer reported that the head broke off the screw. The customer further report that this might have been the result of overtightening and also that no tap was used and the patient had hard bone. The body of the screw was left in situ in the patient.

Manufacturer narrative:
The reported event that the head of a «locking screw, t7, 2.7x16mm» broke off during the surgery, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. A visual inspection revealed that the screw head was received broken, at the threaded shaft, just below the head. The hexagon of the screw head is quite deformed while the remaining helix has cracks and deformed edges. The broken surface of the threaded shaft, is fibrous with the appearance of rotational marks, signs commonly of torsional deformation. This is consistent with what has been reported, that the customer might have overtightened the screw during usage. As per IFU (90-03200), ¿screws should not be over-tightened during insertion. Excessive overtightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. [¿] excessive tightening of the locking screw may lead to stripping of the locking threads. In the event that a locking screw thread strips out, a bone screw should be used.'' It was also reported, that the patient had hard but good quality bone. A 1.9 mm drill was used, but without the use of a tap, so the screw was pretty tight getting through the drill hole. As per op. Tech. (Variax dr), ¿in hard, cortical bone a 2.3mm cortical drill bit (60-23341) or the 2.7mm tap (62-27010) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion.¿ as per IFU (90-03200), ¿if the insertion of the 2.7 mm screw is hindered, it is recommended to use the 2.7 mm tap (62-27010) or the 2.3 mm cortical drill bit (60-23141, 60-23341, 60-23441) to reduce the risk of screw breakage during insertion.'' Since the screw has not been inserted carefully, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Users should always read the instructions provided before using a specific instrument/implant. As per IFU (90-03200), ¿read and understand all information relating to the instruments in the current instruction for use 90-01952 matrix radius plating system + 90-01953 variax distal radius locking system before using these devices.'' Based on investigation, the root cause was attributed to a user related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. However, four potential lot nos ¿ 1000247227, 1000254410, 1000240282 and 1000251421 ¿ were communicated. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the head broke off the screw. The customer further report that this might have been the result of overtightening and also that no tap was used and the patient had hard bone. The body of the screw was left in situ in the patient. The surgeon reported that the patient had good quality bone and he was using the 1.9mm drill. It wasn't tapped and screw was pretty tight getting through drill hole. Didn't cause any delay and there is no loose metal. Head of screw remained on screw driver. Shaft of screw is still in the bone but not problematic. Patient is aware and is satisfied with explanation.